Event description:
Femoral impactor and impaction handle broke.

Manufacturer narrative:
Additional narrative: conclusion and justification status: the complaint states femoral impactor and impaction handle broke. The investigation confirmed that the impactor and handle had broken as reported. Expert opinion indicates that the failures of impactor is associated with environmental stress cracking (esc). The attune femoral impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples however a complete reduction in stresses is not achievable. The annealed product was released on 30-jul-2014. This device is from an un-annealed batch. A field safety notice was issued in nov 2014 stating to reduce the possibility of leaving fragments in patients, the company suggests adhering to the instructions for use (IFU), which include inspecting the impactor¿s to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. It should be noted that CAPA (B)(4) has been initiated and can be referenced for further details. Both failure modes; patient harm & delay to surgery have been adequately covered in the risk assessment of the device and no further updates are required. The dfmea scores reflect the current failure rates of the device ((B)(4)). However, in order to investigate the root cause and possibility of reducing this occurrence, CAPA (B)(4) has been initiated and can be referenced for further details. With regard to the impaction handle it should be noted that (B)(4) was initiated on (B)(4) 2014 to investigate and determine the root cause of the failure and concluded the root cause as undetermined. A hhe ((B)(4)) /qrb ((B)(4)) was initiated on (B)(4) 2014 with a recommended field correction in the form of a communication to device users. Further corrective action has been identified and information can be found under CAPA (B)(4).

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.